Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant, at the predischarge check, the left ventricular (lv) lead was found to be dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.